Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient presented to the emergency room with atrial fibrillation (af) and device evaluation identified the lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement on this right ventricular (rv) lead. Implant impedances were around 1500 ohms. Pacing threshold measurements had also increased slightly since implant. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. A boston scientific sales representative was contacted for further details. The representative stated he believes an xray was performed and it looked the same as the xray that was performed post implant. No adverse patient effects were reported.